Manufacturer narrative:
H.10: the root cause of the reported event is a defective cooling compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in b)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The cooling compressor was not running for both patient and cardioplegia circuit. The machine will likely be scrapped by the customer since beyond economic repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly on both patient and cardioplegia side during procedure. There was no report of patient injury.